Manufacturer narrative:
The company rep examined the sys and confirmed the complaint. The company rep aligned the aiming beam. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The cause for the reported aiming beam issue is attributed to misalignment. However, it is unk how the aiming beam became misaligned and root cause for the reported aiming beam issue cannot be determined. (B)(4).

Event description:
A customer reported having difficulties aiming the laser beam before a procedure. The case was cancelled after the pt had received local anesthesia. There was no harm to the pt.